Event description:
It was reported that the ventricular lead exhibited rising thresholds during a routine generator change out. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.